Manufacturer narrative:
Investigation: no samples were received for investigation for: ¿the liquid level had not changed and had not dropped¿. The product in use at the time is reported to be a 2000e china. No additional information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation; however, the lot number was not available and therefore it is not possible to perform a review of the production documentation in order to identify any possible in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china product in the past 12 months. The reported issue will continue to be tracked and trended.

Event description:
It was reported that bd smartsite IV fluid did not flow. The following information was provided by the initial reporter, translated from chinese to english: at 09:00 a.m., the patient's family ran to the nurse, and the infusion had been for a while, and the liquid level had not changed and had not dropped. The nurse immediately went to the bedside for examination, and after examination, it was found that the blood return of the indwelling needle was good, and the infusion pipeline was unobstructed. The nurse immediately replaced the infusion connector, and after the infusion was unobstructed, the infusion was continued.